Event description:
A malfunction was reported on the pump, and it was identified by the customer who sought assistance. There was no reported impact on the customer's blood glucose level since it was unknown or the customer declined to answer. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the problem happened again.